Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level in the morning from 450-550 mg/dl; took correction without success. Caller stated blood glucose level will go down in the afternoon. Caller alleges pump does not deliver insulin correctly. No adverse event reported. Requested return of the alleged device for evaluation.